Event description:
One week post-uae has experienced twitching, insomnia, and misembolization with deterioration of health status. She reports "...left side has had a feeling that something is traveling in my body causing pain/tingling/burning type of sensation." She suspects vascular or artery damage. Internal medicine consult has not been helpful because they are not familiar with uae. MRI was performed on neck, pelvis, and brain. "If I had done my research before I had done the procedure, I definitely would not have had it." All of these problems developed de novo post-uae.